Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their sensor readings and blood glucose readings have also been off. The customer states they have been at 100mg/dl sensor reading, but 600mg/dl for their blood glucose readings. The customer states their sensor reads low and goes into threshold suspend, and their blood glucose levels end up going higher. The customer's most current sensor reading was 110mg/dl and their blood glucose reading was 350mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer mentioned being allergic to the over tape. The customer was advised the sensor would be replaced. The customer declined to troubleshoot for the high blood glucose levels, and states they treated with manual injection.